Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device history record summary: the documentary research in the batch file shows that no element could explain this issue: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The extrusion force value shows an expected consistency of the product. The sterilization cycle is registered as conforming. All the syringes are inspected individually after filling and no problem was detected. There was no non conformity on the different elements of the syringes (syringe, plunger, plunger rod, tip cap, finger grip). Device labeling addresses the reported event(s) as follows: "precautions: failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection."

Event description:
Healthcare professional reported during injection, one syringe of juvéderm® ultra xc had the "needle pop off." Patient contact was made. No injury to patient, staff, or injector. Packaged needle was used.

Manufacturer narrative:
Device evaluation results: visual analysis of the returned device noted no defect was observed.

Event description:
Healthcare professional reported during injection, one syringe of juvéderm® ultra xc had the "needle pop off." Patient contact was made. No injury to patient, staff, or injector. Packaged needle was used.